Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9625 3.0mm hex driver tip broke off flush in the lockings screws head slot while using a powered non-arthrex product handpiece during the insertion of a peripheral locking baseplate screw (ar-9563-16, lot: 15229292). The incident was recognized, and the surgeon decided the tip was flush with the screw and unable to be removed. The surgery proceeded as normal with a glenosphere insertion. There was no unplanned incision, and a second surgery was not necessary. The delay in the case was approximately 30 seconds. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, with no adverse effects on the patient and did not affect the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.